Event description:
Rn states that IV tubing would not prime. She tried priming manually and on the pump. She states after 2 unsuccessful tries she changed the tubing out and had no issues. She states she is concerned there is an issue with the tubing, as another nurse in the same area had the same problem with her tubing this evening as well. Tubing in question was bagged and in supervisor's office for testing. Clinical engineering is aware.